Event description:
Reported due to pericardial effusion and death. On 04/14/2006, patient underwent placement of the jostent graftmaster per the product indication for the treatment of free perforation in the proximal left anterior descending artery. The perforation was sealed. The device reportedly, "worked as it was intended to work and was used appropriately by the physician." However, the patient developed pericardial effusion. Fluid was drained from the pericardium several times. The patient died a few days after the graftmaster placement.